Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found an occlusion in the vacuum line. The fse cleared the occlusion and replaced the 3-way valve to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining low anion gaps and questioned patient results tested for ion selective electrode (ise) sodium (na), potassium (k) chloride (cl) and carbon dioxide (co2) on their dxc 600i clinical chemistry analyzer. The customer also indicated an overflow on the electrolyte injection cup (eic). The customer repeated the patient samples on another dxc analyzer and results were normal. The customer did not report the initial results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.